Event description:
This report indicated that the physician tried to deliver trufill dcs orbit complex 7x21 into the aneurysm. During insertion, the physician felt unusual looseness, and found that coil was stretched. The coil was removed and another same size trufill coil was utilized to complete the procedure. The target site was the anterior communicating artery with a secular aneurysm that measure 8.3 x 6.8. No neck remodeling devices were utilized. An adequate continuous flush was maintained through the (mc) microcatheter prowler 14 str at all times. Prior to use, the mc was not re-shaped, and no resistance was experienced at any time during advancement of the coil through the mc. Prior to this coil, other coil went through the same mc without resistance (8x24 trufill dcs orbit coil). There were no kinks in the mc that may have contributed to the event. However, the event occurred during withdrawal for repositioning in the aneurysm, and there was resistance when the coil was repositioned. The same microcatheter was utilized to complete the procedure. The final outcome was that the entire coil was removed.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.